Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the repeated/duplicate keypad output, which was found during service evaluation. Evaluation confirmed the #8 key to be inoperable caused by a failed keypad. It was observed that every key with the exception of the #8 key also outputs the response of the #9 key, the ok key outputs the response of the soft key immediately above it, and the #9 key outputs the response of the #6 key. The failed keypad requires replacement. Under current guidelines the unit cannot be reasonably repaired due to corrosion. At the customer's discretion the pump can be: returned inoperable as-is with our records indicating the pump was unrepairable, or retired/scrapped at our facility.

Event description:
During baxter's evaluation of a spectrum pump, the device had a repeated/duplicate keypad output. There was no patient involvement.